Event description:
Fnconf-24-0140 incident occured in france: event description communicated. "3 intraoperative ruptures of menix pins lot 241187 on (B)(6) 2024." No patient consequences reported - no information concerning the circumstances of the incident. The patient's age needs to be confirmed.

Manufacturer narrative:
26 july 2024 no other complaint concerning this batch number - no incident during manufacturing. Request for further information on the circumstances of the incident and the potential clinical consequences for the patient: awaiting retrieval of an incident report. Pins lot 230568 isolated for verification - recovery of a medical device with broken pin for expertise + 3 menix duo boxes from the same lot 241187 isolated for testing and verification. Insufficient information / analysis is ongoing.